Event description:
Information received by medtronic indicated that insulin pump alarmed insulin pump error alarm. Customer was able to clear the alarm but was not able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of device.

Manufacturer narrative:
S/w version 5.2a. Retainer ring = black. Customer complained on (B)(6) 2022 of insulin pump error 39. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump is unable to perform displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin pump error 39. Device successfully downloaded to thump. Insulin pump error 39 alarm noted during testing. Verified in the insulin pump history download the insulin pump alarmed insulin pump error 39 on (B)(6) 2021 18:10:23.000 due to moisture damage to electrical board 2. Insulin pump was cut opened and moisture damage was noted on electrical board 2. The following were noted during visual inspection: scratched case, pillowing keypad overlay, scratched liquid crystal display window, moisture damage. Insulin pump error 39 was confirmed due to moisture damage to electrical board 2. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.